Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose that displayed "low" on the continuous glucose monitor. Additionally, customer was taken to the emergency room after becoming unconscious. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the issue. Multiple attempts were made by tandem technical support to follow up with the customer for additional information, but no response was received.